Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: component code was added: 4755. H6: health effect clinical code was added: 1690. H6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. One of the main reasons for this minor defect rate is attributed to infection, which is likely due to related patient factors (i.e. Insufficient oral hygiene, genetic predisposition). Dental implant infection is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess dental implant infections as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. With no signals indicating a systemic quality issue, no escalation to CAPA is required. See below summary investigation. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No additional event information available at this time.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that a patient called for an appointment complaining of infection in the area of the implant at tooth site # 12 and the implant was removed. Removed the implant, placed graft and prf mixed with clindamycin.